Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 220mg/dl. The customer was treated with intravenous insulin and insulin pump. Customer reports the symptoms related to their high blood glucose was lethargic, shaky and cramp. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The device will not be return for analysis.